Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient disconnected supply bags during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to not replace empty solution bags or reconnect disconnected solution bags during your therapy. Possible contamination of the fluid or fluid pathways can result. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient disconnected supply bags during peritoneal dialysis therapy. This occurred during fill one of five of peritoneal dialysis therapy. The patient stated they disconnected the supply bags to make sure solution was coming out of the bags. The technical service representative advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.